Event description:
It was reported that during a trauma surgery, after the meta-nail tibial 8.5mm x 32cm was inserted and the distal locking was done, the surgeon placed the trigen low profile screw 4.5mm x 60mm and x-rayed. The x-ray showed that the screw had come out the proximal lateral tibial plateau. The surgeon thinks this is a design fault of the nail, as the tibia had a posterior slope, but with the herzog bend of the nail, the screws have an anterior slope. He believes the screws should be sloped posterior also. The procedure was resumed, after a non-significant delay, by removing the screw and placing it in a lower hole. A void was left in bone. No other complications were reported.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided fluoroscopic view confirms the screw had come out of the proximal tibial plateau. According to the surgical technique, screw length should be measured prior to insertion. Therefore, based on the information provided, it was unable to rule out a procedural variance as a contributing factor to the reported event. The impact to the patient beyond the surgical delay and void left in the bone cannot be determined with the limited information provided. No further clinical/medical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for intramedullary nail system revealed that a correct surgical technique is essential to a successful outcome. Proper placement of implants are necessary to effectively treat patients using metallic surgical implants. Besides, a proper type and size of implant must be selected to insure effective treatment of patients considering patient¿s size, skeletal characteristics and skeletal health. This has been identified in preoperative planning. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. Verifying the devices configuration as well as implants size according to the drawing print is within the steps of the final inspection. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or size selected. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a trauma surgery, after the meta-nail tibial 8.5mm x 32cm was inserted and the distal locking was done, the surgeon placed the trigen low profile screw 4.5mm x 60mm and x-rayed. The x-ray showed that the screw had come out the proximal lateral tibial plateau. The surgeon thinks this is a design fault of the nail, as the tibia had a posterior slope, but with the herzog bend of the nail, the screws have an anterior slope. He believes the screws should be sloped posterior also. The procedure was resumed, after a non-significant delay, by removing the screw and placing it in a lower hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.